Event description:
It was reported by customer that received a broken part upon arrival. 06/18/2024 - the returned ECG lead assembly was found broken with wires coming out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a broken device is confirmed, but the root cause could not be determined. One photograph of an ECG leads assembly was returned for evaluation. An initial visual observation of the photograph showed an opened, broken ECG leads assembly. It appeared that the gray plastic fin portion of the ECG system was opened. The red and black wires were observed to be coming out of the gray fin, and each of the three gold contacts were observed to be in place. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.